Event description:
Im (intramuscular milligrams) haldol 5 mg ordered to be given to patient (B)(6). 22 x 1 1/2 in needle attached to 3 ml syringe with medication drawn up. After inserting needle into patient's arm, I began to push medication. After administering part of dose, 22 x 1 1/2 in. Needle malfunctioned and broke off. Patient did not receive all of medication. Entirety of needle removed from patients arm.